Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarm from the insulin pump. The patient's blood glucose of the time was 147 mg/dl. The customer stated she received multiple no delivery alarms from the pump. The customer stated that when she changed out the sets, they are not bent. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer was advised to avoid bending the tubing where it connects to the reservoir. Customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.